Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. During the procedure, they received a low fluid code. They manually refilled the heat exchange cartridge and continued with the case. The case was completed with this device. There were no complications and the patient's condition was noted as "fine". The event, as reported, did not reflect an MDR-reportable scenario. However, evaluation of the returned device revealed an MDR-reportable malfunction of anchoring balloon tear. The MDR is based upon the evaluation results.

Manufacturer narrative:
The serial number provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The suspect device, a prolieve thermodilatation catheter, was returned and was visually inspected. A vertical tear along the length of the anchoring balloon was observed. The bond between the two balloons was peeling. No other visible signs of damage or other imperfections were observed. A functional test of the anchoring balloon confirmed the vertical tear. Upon filling the compression balloon, water began leaking from the tear in the anchoring balloon. Further analysis found pitting on the catheter shaft, underneath the anchoring balloon weld collar. Two of the pits went through a circulating water lumen wall allowing water to enter into the anchoring balloon and causing it to over-inflate, resulting in an anchoring balloon failure.